Manufacturer narrative:
(B) (4). The neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The patient was unable to turn stimulation off after recharging. The problem resolved itself. Approx 10 days later the patient recharged the implantable neurostimulator. The next day he was unable to get any response from the patient programmer or recharger. Interrogation with the physician programmer revealed the following error: application hauled error. Bad 1k block status c256 byte block. Pp 679. A short physician mode recharge was done. Afterward the patient felt no stimulation. Second and third physician mode recharges were done. After 1 minute the reposition antenna icon appeared. The neurostimulator was replaced. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.